Event description:
During use, the ascope 3 slim was not in focus (blurry). ====================== manufacturer response for ambu glidescope, (per site reporter) ====================== we were given replacement product.

Event description:
During use, the ascope 3 slim was not in focus (blurry). Manufacturer response for ambu glidescope, (per site reporter). We were given replacement product.